Manufacturer narrative:
Reference record (B)(4). Refer to b3, b5 and b6.

Event description:
On 04 nov 2020 it was reported that on (B)(6) 2020 the patient's blood pressure and consciousness level were decreased, and was transported by ambulance to the hospital. A blood test revealed the hemoglobin was 5.0 g/dl, and severe anemia was observed. Patient was hospitalized and four units of red blood cell transfusions were given. On (B)(6) 2020 an endoscopy of the upper gastrointestinal tract was performed and a gastric ulcer was found in the posterior wall of the lower part of the gastric body. On (B)(6) 2020 hemoglobin was 10.1 g/dl and the patient was discharged 16 jul 2020. The physician's comments for the acute anemia seeming to have a causal relationship with the indwelling peg tube: suggesting the effect of contact with the bumper because the pegj insertion site was found on the anterior wall of lower part of gastric body, and a gastric ulcer was found on the posterior wall of lower part of gastric body opposite the insertion site.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Ulcer is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020 it was reported the patient was hospitalized due to acute anemia. When examined, an ulcer (large and deep) was seen on the gastric wall contralateral to the button indwelling peg tube (internal retention plate). The ulcer was treated with a unknown medication and the course was under observation. Administration of duodopa continued. The reporting physician stated the ulcer was moderate in severity, not serious. The physician¿s opinion is the acute anemia seems to have a causal relationship with the indwelling peg tube.